Manufacturer narrative:
The reported events of defective device, and over-sensing were not confirmed. The device was received from the field with battery voltage above elective replacement indicator (eri) level. Electrical and mechanical analysis performed under nominal conditions indicated normal functionality. Further sensitivity evaluation measured at most sensitivity level found sensing parameters within normal range. Additionally, visual inspection of the header and connector found no anomaly related to field concern. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
It was reported that noise leading to oversensing was observed on the right ventricular (rv) lead. A malfunction of the device header was suspected but was not confirmed visually. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences. Related manufacturer reference numbers: 2017865-2023-21059.